Event description:
User facility reported that the device was in use with pt when pt's parents noticed the flange was split at the eyelets. According to report an emergency tracheostomy tube change was performed in response. According to rptr the product had been reprocessed but number of times reprocessed could not be confirmed by rptr. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.